Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The q1 chip was broken off the plunger pcb, the board was glued down but was knocked loose. Replaced plunger pcb, force sensor (damaged). Re-calibrated the cause of the issue is known and is design related. Operator of device is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump was not recognizing syringe. No patient injury was reported.